Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an syringe 5 ml ll sp125 was deformed, but still operable. The following information was provided by the initial reporter: "it was reported two syringes had cracked and medication leaked out verbatim: I received a call from a pharmacy associate in (B)(6) who stated that they received a complaint from one of their facilities they provide syringes for, that two syringes had cracked and medication leaked out. She had no reference numbers or lot numbers- only said it was a 3 ml syringe and a 6 ml syringe. She stated "one was found yesterday, the other, today", but could not specify which one on which date. She asked if someone could email her any questions she will need answers to, and she would do her best to get them. She also stated that she was trying to figure out if it may be user error, as the syringes were fine at the pharmacy when they were being compounded."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020. H.6. Investigation: an unknown number of reportedly used 5ml samples, contaminated with unknown medication, were received. Due to containing unknown medication or medication residue, the samples could not be handled for evaluation and the defects could not be confirmed. No photos were received to confirm the defect via a photo sample. A non-contaminated sample or a photo is required for evaluation by the manufacturing site. Since no samples were received for evaluation no defects could be confirmed or no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. H3 other text : see h.10.

Event description:
It was reported that an syringe 5ml ll sp125 was deformed, but still operable. The following information was provided by the initial reporter: "it was reported two syringes had cracked and medication leaked out. Verbatim: I received a call from a pharmacy associate in canada who stated that they received a complaint from one of their facilities they provide syringes for, that two syringes had cracked and medication leaked out. She had no reference numbers or lot numbers- only said it was a 3ml syringe and a 6ml syringe. She stated "one was found yesterday, the other, today", but could not specify which one on which date. She asked if someone could email her any questions she will need answers to, and she would do her best to get them. She also stated that she was trying to figure out if it may be user error, as the syringes were fine at the pharmacy when they were being compounded."